Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of olympus locations. However the field service engineer of olympus europe se & co. Kg (oekg) had done to check the subject device at the user facility. It was tested and determined that there was a failure of the circuit board of the subject device. Its circuit board was replaced at that time. After that, the subject device was functional again. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of oekg and a thing which the subject device have been manufactured before the design change had been made for the operational amplifier on the circuit board, omsc surmised that these phenomena were attributed to the failure of the operational amplifier on the circuit board of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user via olympus call center that the image of the subject device had stripes or was not displayed when the subject device was connected to evis 180/160/165 series videoscopes before the unspecified procedure. Though it was taken the extra time to take the patient to other room, there was no patient injury associated with this report because the intended procedure was completed with another device. The user also said the spiral cable (videoscope cable) was no problem. The visiting of the field service engineer of the service department of olympus europe se & co. Kg (oekg) has been scheduled.